Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2015 and was reported to a medtronic representative on 12/7/2015. RMA issued; replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the navigation system arm is unable to be fully locked into place. The medtronic representative reported when the surgeon tries to lock into position the arm still moves when light pressure is added. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect vertek arms finds that the vertek arm appears to be well worn with faded color and markings. The arm has tape residue and adhesive residue. The arm was tested via a force test and failed; the arm should hold with a downward force up to 14 lbs but failed at 7.7 lbs. The arm should also hold with a sideward force up to 10 lbs but failed at 6.3 lbs. The reported failure has been confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.